Event description:
New information notes that the programming changes were made on the device.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited far r over-sensing. No intervention was performed. Patient was stable.